Event description:
The customer reported that there was a battery charger error on the system. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer had non ge batteries to install. We cannot install non ge parts.